Event description:
The user reported a slide with sample ID (B)(6) was being processed by the di-60 when the sysmex slide conveyor shuttle, cf-60 connection unit, generated an error. The user cleared the error and removed slides from the cf-60, but one slide remained in the gripper of the di-60. The system resumed operation with the processing of the subsequent slide, sample ID (B)(6). Upon result review, the user recognized a discrepancy between the di-60 cell imaging results and xn-10 cell counter analysis results. Further investigation by the user determined di-60 results from sample ID (B)(6) were incorrectly associated with sample ID (B)(6). No erroneous results were reported. No patient harm occurred due to the event. The event was escalated to cellavision, the manufacturer of the di-60, for investigation.